Event description:
It was reported that at the first follow-up after implant, there was no capture and the r-wave amplitude had decreased. The lead was dislodged and the doctor attempted to reposition it, but the helix would not move. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.